Event description:
The device was used during a femoral popliteal bypass procedure. Reportedly, the instrument did not function properly as the instrument was used to ligate and divide the vein. No pt injury was reported.

Manufacturer narrative:
Device not available for eval.